Event description:
The device was returned from the hosp because they noted what appeared to be staple holes in the outer packaging of the product. Upon further inspection it was noted the holes penetrated the sterile packaging as well.